Event description:
It was reported via a journal article that during a cryoplasty procedure a patient experienced "unbearable" pain preventing the completion of the procedure.

Manufacturer narrative:
Citation: fossaceca, r. Et al. (2012). Comparison of cryoplasty and conventional angioplasty for treating stenotic-occlusive lesions of the femoropopliteal arteries in diabetic patients: immediate, mid-term and long-term results. Radiol med, 117, 1176-1189. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).